Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Visual inspection revealed that the lens was received cut in half, whereby one part was not returned for evaluation. No optical deviations on the received optic part could be found. Diopter verification could not be performed due to the condition of the lens received. The zct300 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report concerning a patient who after having an intraocular lens implanted was found to have a unexpected post-operative refraction of -7.00 sphere diopters. Pre-operative visual acuity was 20/70 and post-operative was 20/100 with pinhole. In follow up it was learned that the lens was explanted. The explant did not require an incision enlargement and there were no complications. Additionally, the physician noted that a miscalculation involving a-constant during refraction calculation occured; there was not a problem with the intraocular lens.

Manufacturer narrative:
Event date: (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.